Manufacturer narrative:
B3. Reported event date is the date of the article electronic publication. Section e. The facility name and address pertains to the communicating author. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Chen, z., yu, j. (2024). Coiling ruptured aneurysms arising from the posterior genu of the cavernous internal carotid artery: a report of two cases, 116, 109461. Elsevier b.v. Https://doi.org/10.1016/j.ijscr.2024.109461 medtronic review of the literature article founds that two patients underwent endovascular coil embolization with axium coils to treat ruptured cavernous segment internal carotid artery (ica) aneurysm and associated subarachnoid hemorrhage (sah). There were no reported device malfunctions or intra-operative issues reported in the article. The second patient was treated successfully with multiple procedures to treat multiple aneurysms and no complaint was found regarding this patient. However, the first patient experienced post-operative complications resulting in mortality. It was reported in the article that the patient presented with sudden onset of headache and aphasia. Computed tomography (CT) revealed a diffuse sah involving the suprasellar, ambient and sylvian fissure cisterns. CT angiography (cta) revealed that the aneurysm had arisen from the posterior genu of the right cavernous ica and protruded into the intradural space. The aneurysm was completely coiled with multiple axium coils (axium prime 5 mm × 20 cm, 3 mm × 8 cm and 2 × 8 cm). No device malfunction or intra-operative issue was reported and the procedure was considered successful. On post-operative day 5, the patient could answer questions correct and brain CT shows sah resorption. However, day 8 post-operative, the patient feel into a coma with hunt-hess scale grade IV. The patient was transferred to intensive care unit (ICU). Repeat CT showed severe ischemia in the right hemisphere and mild ischemia in the left hemisphere though the coils remained in position at the intended implant location. Transcranial doppler revealed occlusion of the right middle cerebral artery (mca) and increased flow velocity in the left mca indicating severe vasospasm of the bilateral hemispheres. Decompressive craniotomy was recommended by the care team but family refused so the patient was treated conservatively with mannitol dehydration and temperature control with intubation and continuous anticonvulsant and muscle relaxant medications. The patient died day 11 post-operative.